Event description:
The patient experienced periodic episodes of extreme nausea and high blood pressure. The patient was hospitalized on (B)(6) 2010. The doctors were unable to determine cause of patient symptoms, but believed it was related to the pump. The hcp did a dye study and "checked pump"; no issues were discovered. The pump delivered morphine. Patient outcome was not reported. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).